Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1911265, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911265 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: plunger does not close properly, medication leaks at the bottom.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: plunger does not close properly, medication leaks at the bottom.